Event description:
Doctor was getting ready to use the medtronic abrader with the 60 degree 4mm blade. Just before placing it in the pt¿s nose, he noticed a wire sticking out. When he tested the abrader, without touching the pt, the tip broke off. The blade was removed from the sterile field and replaced with a new one. He completed the surgery without any complications. (B)(4).